Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during a low anterior resection, there were three malformed staples in the anastomoses. Chd29p was fired normally with two complete intact donuts and no bubbles were seen in the leak test. Surgeon believes staple lines from previous transections may have been crossed. The case was successfully completed with the device and no patient harm.